Event description:
The clinician reports the implant was inserted (B)(6) 2018 in the patient's mouth. Details of surgery: primary stability not achieved and bone overheating. On (B)(6) 2019 non-osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, hypersensitivity and inflammation. No further patient complications were reported.